Event description:
It was reported, the patient had a pocket infection after implant. Perioperative antibiotics were administered. The patient also experienced redness, drainage, and pain. A culture was taken from the device pocket and tested positive for pseudomonas. The stimulator was explanted three weeks after implant. The infection resolved.

Manufacturer narrative:
Product ID 3093-33, lot# va0npxj, implanted: 2014 (B)(6); product type lead product ID neu_un known_prog, lot# unknown; product type programmer, physician. (B)(4).